Event description:
Section d4: medical device details has been updated.

Manufacturer narrative:
Correction d6b:the correct date of explant is (B)(6) 2021; not (B)(6) 2021 as previously reported. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to explant the device. This report is submitted on august 04, 2023.

Event description:
Correction d6b:the correct date of explant is (B)(6)2021; not (B)(6) 2021 as previously reported. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to explant the device.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to health reasons. Further information is being sought from the clinic.